Event description:
Consumer called indicating she had to go to the emergency room to have tampon fibers removed because one of the u by kotex tampons came apart as she tried to remove the tampon.

Manufacturer narrative:
Device history record in review.